Event description:
Cna was pivot transferring resident from wheel chair to bed. Siderail was down and not used for this resident. Resident placed her foot into side rail (which was in down position). Cna was not aware resident had done this and continued a pivot turn. Resident sustained fracture as a result. Treatment received at hosp emergency room. Returned with cast for fracture of tibia and fibula. Siderail removed from bed. Follow up with physician in 1 month side rail was not in use at time of incident - in down position.